Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe luer-lok¿ there was an issue with syringe barrel cracked which caused leakage and a delay in treatment preparing another dose.

Manufacturer narrative:
Investigation summary: one photo of a loose 3ml ll syringe filled with an opaque white fluid and an orange tip cap was received. It was observed that there are fluid droplets on the outside of the syringe and potential crack. It appears to be approximately 0.5¿ in size and extends lengthwise on the barrel. The location is outside the grad lines and centered on the 2ml mark. The defect cannot be confirmed without a physical sample or closer images. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the cracked barrel defect cannot be determined based on photos provided. It is difficult to determine if the defect was created by the assembly or material handling process. Without having the actual samples to evaluate other aspects of the product that could lead to a better understanding of the product defect found and the source of the problem. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported with the use of the bd plastipak¿ syringe luer-lok¿ there was an issue with syringe barrel cracked which caused leakage and a delay in treatment preparing another dose.